Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the tip of a screw broke. The broken portion of the screw was removed from the patient. There was no medical intervention or adverse consequences reported, and the procedure was completed successfully.

Manufacturer narrative:
The reported event could be confirmed. In the related (B)(4) it was stated: one locking screw, self-drilling, 2.0x8mm that broke during surgery was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis), as well as, by light and scanning electron microscopy. The measurable dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The broken tip of the screw (thread fragment) was strongly damaged, and the fracture surface completely destroyed by medical instruments during the removal from the patient. The intact fracture surface shows the typical flow structures of ductile torsional breakages. The root cause of the failure could have been a too hard bone or a collision with the tooth root. Indications for material or manufacturing related problems were not found in this investigation. No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that the tip of a screw broke. The broken portion of the screw was removed from the patient. There was no medical intervention or adverse consequences reported, and the procedure was completed successfully.